Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The pump was sent back for further investigation. The returned pump was visually inspected and biomaterial was observed in the purge gap. The root cause of the issue was most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella rp device for mechanical circulatory support. It was reported the pump experienced low pump flows, resulting in this pump being replaced with another impella rp. The patient remained on impella support and was successfully weaned. No patient harm was reported.